Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 49 mg/dl. Troubleshooting was performed and found that the time on the insulin pump was three hours slow. The customer was assisted with correcting the time. The customer last changed her infusion set the morning of the event. The customer was disconnected during priming. The customer stated that she has been eating less recently. Nothing further was reported.